Manufacturer narrative:
Statement "according to the information received, the patient experienced a rupture in the smooth hpg, 475cc breast implant." Was erroneously submitted in follow up report 1. Manufacturer¿s reference number: (B)(4), correct statement, "device evaluation summary: according to the information received, the patient experienced a gel bleed in the smooth hpg, 475cc breast implant."

Manufacturer narrative:
On may 28, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on june 14, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 475cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 475cc breast implant had two creases/folds on the posterior view. Leak testing was performed in accordance with mentor procedures, and no gel bleed sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel breed manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with two 475cc mentor memorygel breast implants experienced left sided rupture and right sided gel bleed post procedure. As a result, patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implants on (B)(6), 2021. This medwatch form is for the right breast prosthesis.